Manufacturer narrative:
The product was not returned for analysis. Results from the monarch product history record review indicated the product met release criteria. There have been no other complaints reported for this lot number. Additional information was requested on 5/10/2007, 5/13/2007, 5/15/2007, 5/17/2007 and 5/25/2007 by phone, mail and fax. Additional information provided 5/15/2007 and 5/17/2007 by phone. A completed questionnaire has not been returned.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a pt developed mild toxic anterior segment syndrome (tass). The pt was treated with medications and is responding well. Add'l info has been requested.